Event description:
Information was received that a smiths medical cadd prizm vip pump had an error code of 10037. No patient injury resulted.

Manufacturer narrative:
Additional information was received indicating this observation was found during testing. There was no patient involvement. One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log had no related findings. Functional tests included use testing and pressure testing. The pump was powered up and no error codes were exhibited. The pump's motor was replaced as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.